Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no reported impact to the customer's blood glucose level. Technical support advised the caller on how to press the button effectively and confirmed the pump was not plugged in. Despite attempts, the difficulty persisted, leading to the decision to replace the pump. The customer's alternative insulin therapy was not disclosed.